Event description:
It was reported that during a percutaneous coronary intervention procedure, gauge issues occurred. The 90% stenosed lesion was located in a calcified and moderately tortuous mid left anterior descending artery. The advantage 26 inflation unit would not inflate. The pressure value displayed on the gauge did not rise when the physician attempted to inflated a non bsc balloon. The procedure was completed with another advantage inflation unit. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: the device was not returned for analysis therefore a failure analysis could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).